Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the successfully implanted stent interacted with the guide wire during removal causing the reported entrapment of a device. During the attempt to remove both guide wires from lesion the stent was explanted causing the reported device damaged by another with the patient effect of tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two extra s'port guide wires are filed under separate medwatch report numbers.

Event description:
It was reported that the patient underwent a coronary stenting procedure, treating a target lesion in the diagonal artery. The 2.25 x 12 mm xience sierra stent was implanted without issue. There was no difficulty noted during advancement or withdrawal of the stent delivery system. However, resistance was noted during removal of the extra s'port guide wire, as the guide wire was caught on the distal end of the stent. The guide wire coils stretched into the aorta. A guide liner was advanced into the guide catheter, in an attempt to push the coils back into the vessel. A second extra s'port guide wire was advanced to assist removal of the first guide wire. The second guide wire also got stuck on the stent. In the attempt to remove both guide wires, the stent was explanted with the guide wires. The left anterior descending (lad) artery was damaged during the removal attempts and an additional stent was implanted. The diagonal artery was not treated with additional stenting and no vessel damage was noted from the stent explantation. No additional information was provided.